Event description:
It was reported that the patient received inappropriate therapy due to t wave oversensing (twos) of the right ventricular lead. Attempts to determine if the lead was reprogrammed to correct the twos or if there was any other intervention were unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.